Manufacturer narrative:
This information was not provided during the initial report. Additional information has been requested. Unable to provide the date of manufacture as no product was returned and no lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number, the device history records review could not be requested.

Event description:
During a scheduled revision surgery to explant the ti sternal locking double-t plate and 8 screws due to infection in the sternum, the emergency release pin used in the primary closure of the sternum became stuck/jammed. The surgeon was able to release the pin, and remove all implanted hardware. The surgeon then did a sternectomy to treat the infection. No new hardware was implanted. This is two of ten reports for this event.